Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed temperature cable. The nurse was trying to start therapy on a patient in an arctic sun device, but the esophageal temperature probe was not registering. Confirmed the temperature cable was in patient temperature 2. Nurse tried it in both patient temperature 1 and patient temperature 2 but it did not read in either. Confirmed the esophageal probe was reading on the bedside monitor. Suggested nurse to swap the temperature cable on the device. Nurse used temperature cable from another device and plugged into patient temperature 1 on current device, patient temperature was now displaying on the device. A DHR review is not required as the serial number is unknown. Baw2800548 rev. 1, baw2800424 rev. 1 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy on a patient in an arctic sun device, but the esophageal temperature probe was not registering. Confirmed the temperature cable was in patient temperature 2, nurse tried it in both patient temperature 1 and patient temperature 2 but it did not read in either. Confirmed the esophageal probe was reading on the bedside monitor. Suggested nurse to swap the temperature cable on the device. Nurse used temperature cable from another device and plugged into patient temperature 1 on current device, patient temperature was now displaying on the device. Suggested nurse to check with their biomed to see if they have any extra temperature cables on hand to replace the one that was not working. Encouraged nurse to call back with any issues.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy on a patient in an arctic sun device, but the esophageal temperature probe was not registering. Confirmed the temperature cable was in patient temperature 2, nurse tried it in both patient temperature 1 and patient temperature 2 but it did not read in either. Confirmed the esophageal probe was reading on the bedside monitor. Suggested nurse to swap the temperature cable on the device. Nurse used temperature cable from another device and plugged into patient temperature 1 on current device, patient temperature was now displaying on the device. Suggested nurse to check with their biomed to see if they have any extra temperature cables on hand to replace the one that was not working. Encouraged nurse to call back with any issues.